Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not used the programmer, noting that they had left the batteries out of the programmer until just recently, when they were at physical therapy last week on tuesday doing kegel exercises with sensing electrodes on either side of their anus, and the therapist told them they detected electrical pulses. The patient said they were surprised because they had taken the batteries out of the programmer long ago and did not expect their interstim device was still providing stimulation, they thought they were no longer using their interstim device. The patient said they also had a cardiac pacemaker (not alleged to be related to the device/therapy,) but the therapist and the patient thought the pulses must be coming from their interstim device. The patient was going to check to see if the stimulation was off with their programmer and ensure stimulation was off as they expected however the patient's programmer showed poor communication; when they tried to sync, they noticed poor communication icons on the screen. Patient services worked with the patient to ensure the batteries were fresh and they tried the programmer with and with out the antenna but the poor communication did not resolve. Patient services reviewed the potential that the stimulator battery may be depleted but the patient could try a replacement programmer to see if they got the same results or if they may be able to connect to their stimulator. The patient wondered how they could feel stimulation if the battery was dead. The issue was not resolved through troubleshooting. An email was sent to the repair department stating that the patient had poor communication with and without the antenna, even after changing the batteries and a replacement programmer was sent to the patient. It was reviewed with the patient that once they got the replacement programmer, they should be able to ensure that stimulation was off and if they could not connect, they should work with their doctor. It was noted that the patient had moved and they no longer worked with their health care professional (hcp) on record so patient services sent the patient listings. The patient was going to try the replacement programmer and they may find an hcp for their interstim device.